Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 300-400 mg/dl. The customer treated with a bolus. The customer treated by raising her basal rates but it was not working. The customer stated that the plastic part of the serter is bent. The customer changed her infusion set and it continued to happen.